Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one of the coils migrated") and pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant), pelvic adhesions ("she was diagnosed with adhesions") and scar ("she was diagnosed with scaring"). The patient was treated with surgery (salpingectomy). At the time of the report, the device dislocation, pelvic pain, pelvic adhesions and scar outcome was unknown. The reporter considered device dislocation, pelvic adhesions, pelvic pain and scar to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one of the coils migrated"), ovarian abscess ("infection (abcess behind ovaries)"), uterine perforation ("perforation (uterus)"), pelvic pain ("chronic pelvic pain/ pain") and pelvic adhesions ("lysis of pelvic adhesions/ she was diagnosed with adhesions") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 1 ((B)(6) 2010), premature labor, premature baby and premature baby death. Concurrent conditions included morbid obesity, pelvic abscess since (B)(6) 2013 and fibroid uterine enlarged. Concomitant products included oxycodone from 2012 to 2014 and promethazine (phenergan [promethazine]) from 2012 to 2014. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhea(cramping)"), weight decreased ("weight loss"), pelvic pain (seriousness criterion medically significant), nausea ("nausea") and weight increased ("weight gain"). On (B)(6) 2013, 2 years 4 months after insertion of essure, the patient experienced pelvic adhesions (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In 2013, the patient experienced ovarian abscess (seriousness criteria hospitalization and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge"), scar ("she was diagnosed with scaring"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and investigation noncompliance ("did not undergo an essure confirmation test"). The patient was hospitalized for 7 days. The patient was treated with antibiotics, surgery (salpingectomy), surgery (abscess drained, oophorectomy (bilateral removal of ovaries) on (B)(6) 2013), surgery (hysterectomy (full) on (B)(6) 2014 and bilateral salpingo-oopherectomy) and surgery (lysis of pelvic adhesions). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, uterine perforation, dysmenorrhoea, weight decreased, pelvic pain, pelvic adhesions, scar, abdominal pain, vulvovaginal pain and investigation noncompliance outcome was unknown and the ovarian abscess, sexual dysfunction, dyspareunia, vaginal discharge, nausea and weight increased had resolved. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, dyspareunia, investigation noncompliance, nausea, ovarian abscess, pelvic adhesions, pelvic pain, scar, sexual dysfunction, uterine perforation, vaginal discharge, vulvovaginal pain, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40 kg/sqm. Most recent follow-up information incorporated above includes: on 24-jan-2018: pfs and medical record received: new reporters, patient demographic information, historical conditions, family history, stop date, treatment medications, concomitant medication, new events dyspareunia, sexual dysfunction, dysmenorrhea, ovarian abscess, uterine perforation, weight loss, nausea, vaginal discharge, abdominal pain, vaginal pain and investigation noncompliance added. Outcome for the events dyspareunia, sexual dysfunction, ovarian abscess, nausea, weight gain, vaginal discharge added as recovered / resolved. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.